Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found four full breach outer insulation degradations proximal to the suture sleeve tie marks.

Event description:
This report is to advise of an event observed during analysis.